Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter name. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) due a rhythm that appeared to be 1:1. All arrhythmias started with premature atrial contractions (pacs). Additionally, anti-tachycardia pacing (atp) accelerated the rhythm into the ventricular fibrillation (vf). It was noted that this device was programmed to a single zone, thus there were no programmed discriminators set up. The device operated as programmed. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) due a rhythm that appeared to be 1:1. All arrhythmias started with premature atrial contractions (pacs). Additionally, anti-tachycardia pacing (atp) accelerated the rhythm into the ventricular fibrillation (vf). It was noted that this device was programmed to a single zone, thus there were no programmed discriminators set up. The device operated as programmed. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that patient was admitted to the hospital. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.